Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. A complete lead was returned in one piece. Guidewire was inserted through proximal end of the lead and was restricted at the connector region due to a bunched up inner coil. Ethylene tetrafluoroethylene coating of guidewire was noted in this location. The cause of the reported event was isolated to bunching of the inner coil which is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01324. It was reported that the patient presented for an implant procedure. It was noted that when the physician attempted to place the lead into the target vein using a guide-wire, the guide-wire would not advance. The lead was exchanged and an attempt to place the guide-wire through the replacement lead of the same model also failed to advance. The physician was upset as he'd had a similar experience with a stylet used with this lead model and had a concern with regards to the design. A competitive lead was used to complete the procedure. The patient was stable.